Event description:
A fresenius field service technician (fst) reported that burn marks were discovered on the power supply board of an aqua c reverse osmosis (ro) system. The reported issue was discovered during machine repair. The fst was called onsite by a user facility biomedical technician (biomed) when the ro system initially would not power on. Upon evaluation the fst discovered two black burn marks on the backside of the power supply. The biomed stated upon follow-up that a popping noise was also observed. There was no burning smell, smoke, spark, flame, or arcing observed. It was confirmed that no blown fuses were discovered. There were no local power grid issues on or around the reported event date. The fst replaced the power supply board to resolve the reported issue. The system has been returned to service. There was no patient involvement regarding the reported issue nor personal harm to anyone as a result of discovering the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported issue was confirmed by the manufacturer using photographs taken by the fresenius field service technician (fst) during the onsite evaluation of the reverse osmosis (ro) system. The defective power supply unit is a supplier part and is not manufactured by vivonic. The production testing documentation was reviewed. All required tests were passed successfully and no defect/replacement in relation to the power supply unit was recorded during the internal test procedure. Therefore a manufacturing failure by vivonic can be excluded. The cause of the reported issue is most likely a combination of a design flaw of the power supply unit itself and an occurred local power surge. Electrical components on the power control board were thermally overloaded and became defective. The current design of the power supply unit is not resilient enough against power surges. The defective power supply unit was requested, but has not become available despite several attempts. A supplier complaint (sncr) will not be submitted in this case as similar supplier complaints have already been submitted to the power supply unit manufacturer. The power unit manufacturer announced a design improvement which was released after the manufacture of this system. According to the history report a replacement of the power supply unit was done and resolved the reported issue.

Event description:
A fresenius field service technician (fst) reported that burn marks were discovered on the power supply board of an aqua c reverse osmosis (ro) system. The reported issue was discovered during machine repair. The fst was called onsite by a user facility biomedical technician (biomed) when the ro system initially would not power on. Upon evaluation the fst discovered two black burn marks on the backside of the power supply. The biomed stated upon follow-up that a popping noise was also observed. There was no burning smell, smoke, spark, flame, or arcing observed. It was confirmed that no blown fuses were discovered. There were no local power grid issues on or around the reported event date. The fst replaced the power supply board to resolve the reported issue. The system has been returned to service. There was no patient involvement regarding the reported issue nor personal harm to anyone as a result of discovering the thermal damage.